Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they are having an increase in heart rate between 130 and 137 beats per minute (bpm). Follow-up was conducted with the clinic and from the information obtained it was reported that there was a minor issue with the device's rv (right ventricular) capture management. It was noted that the patient was having vt (ventricular tachycardia) episodes with average ventricular rate greater than 100 bpm. The device was reprogrammed to resolve the issue and remains in use. No further patient complications have been reported as a result of this event.